Manufacturer narrative:
(B)(4) d10: 00585004301 - distal femoral xt component size c left use with polyethylene insert xt size c use with xt only for cemented use -(B)(6), 00585001396 - polyethylene insert xt size c use with distal femoral xt size c use with xt only (B)(6), 00585003014 - articular surface with segmental hinge post size c 14 mm height - (b)(60, 00588000500 - size 5 precoat cemented tibial component - (B)(6), 00585205014 - fluted stem extension straight precoat for cemented use only 14 mm diameter 130 mm length - (B)(6), 00598801016 - 16mm diameter 100mm length straight stem extension combined length 145mm - (B)(6), 00585004603 - segment with male/female taper 30 mm length - (B)(6), 00585004604 - segment with male/female taper 40 mm length - (B)(6), 00801102032 - allen medullary cement plugs 1-32 mm diameter flange/16mm diameter core store in cool dry place - (B)(6), 00801102032 - allen medullary cement plugs 1-32 mm diameter flange/16mm diameter core store in cool dry place - (B)(6), 00223200418 - cable cerclage cable with crimp 1.8 mm dia. 635 mm length - (B)(6). G2 : foreign country: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee surgery and subsequently passed away on an unknown date following the surgery due to medical complications. Attempts have been made and all available information has been provided.